Event description:
It was reported that the lead exhibited loss of capture and loss of sensing. Patient was symptomatic occasionally with heart rate dropping into the 40s. Lead dislodgement was noted and had been known for some time but patient was lost to follow-up. The lead was capped and replaced on (B)(6) 2017. The patient was stable prior, during and after the procedure.